Manufacturer narrative:
Although requested, information on pt identifier, age, weight, other relevant test, and race and ethnicity were not provided. The reported issue that an infusion of vedolizumab under infused could not be confirmed. The customer only returned the event administration set and not the pump module. The set and connector were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the set¿s male luer was broken off inside the non-bd microclave connector¿s female luer end with one side of the tip¿s broken edge slightly higher than the other. Examination of the male luer tip under magnification observed whitish colored stress marking on the broken luer surface. A 0.2250 inch crack running parallel with the fluid flow was observed on the set¿s male luer collar. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed. Rate accuracy testing was not performed due to the damage to the set¿s male luer. Dimensional analysis was performed and the sets inside and outside diameter measured within specification. No device history or qn search was performed since no source device serial number nor tubing set's lot number was reported by the customer. The root cause of the broken male luer was not determined. Please note that the reported under infusion issue pertaining to the instrument was captured under manufacturer report number 2016493-2020-00625.

Event description:
It was reported that an infusion of vedolizumab (entyvio) 300mg in 250ml was set-up to infuse as intravenous piggyback connected to a primary set with normal saline 250ml bag running. The total volume printed on the medication bag was 255ml and the pump was programmed through guardrails drug library at a rate of 510ml/hr, to be infused over 30 minutes. The secondary bag was hung twenty inches above the pump. At the completion of the infusion, it was noted that approximately 30 to 40ml was left in the bag. The clinician reprogrammed the pump and added additional volume to be infused and ran the remaining at 500ml/hr to complete the infusion. There were no issues with patient care other than need to stay approximately ten more minutes to complete the infusion. There was no patient harm or injury.